Event description:
The pt reported charging issues between the implant and the external equipment. The surgeon decided to explant the pt's system.

Manufacturer narrative:
The explanted products were discarded by the medical facility, and will not be returned for eval.